Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) came to the clinic reporting that they had received a shock. An interrogation of the device noted noise and oversensing on the atrial channel when trying to do atrial pacing thresholds. A review of the daily measurements noted a history out-of-range atrial lead impedance measurementsbeginning in august 2005.